Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella cp displayed a high purge pressure/system blocked alarm. Reducing the p-level did not resolve the issue. Tissue plasminogen activator was added to the purge and the motor current was being monitored. The patient expired while on support. There is not enough information to say not our device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. No product was returned for investigation. Data logs show that just under 2 hours into the case there is a rise in purge pressure and drop in purge flow over 12 minutes. It remains elevated with purge system blocked and hpp alarms for 2 hours before dropping over a span of 20 minutes. 4 and a half hours later there is another rise in purge pressure over 13 minutes, remains high with purge alarms for the remainder of the case. There are no motor current spikes prior to either rise of purge pressure. Purge flow ticks stall. The root cause of the high purge pressure issue was most likely a kinked purge line but the exact location could not be determined because product was not returned. The instructions for use states for the impella cp with smartassist for use during cardiogenic shock and high-risk cpi states in section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿